Manufacturer narrative:
The account checked the bed exit in the scale pod for loose wire and did not find any issue. The account stated the issue was due to user error, no repair needed, the bed functioned as designed.

Event description:
The account alleged the bed exit is not functioning. No pt impact.